Event description:
It was reported that the right atrial (ra) lead had pulled back into the superior vena cava (svc). Additional information was obtained from the nurse indicating that no intervention was performed due to the dislodgement. The patient's system is still in use, however, they are not using the ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trm implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2013, 4296 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).